Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.314 ng/ml) from a single patient sample run on the vitros 5600 integrated system. The higher than expected result was initially reported out of the laboratory. The result was later questioned based on the vitros trop I es result obtained from a serial sample for the same patient. The original sample in question was repeated and an expected vitros trop I es result (0.025 ng/ml) was obtained. A corrected report was issued based on the repeat testing. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The patient was given a dose of levenox based on the higher than expected vitros trop I es result initially reported. However, there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros 5600 integrated system. Review of vitros trop I es quality control results from the time frame of the event neither identified nor ruled out the occurrence of a reagent malfunction as the control fluids did not have an expected trop I concentration similar to that of the patient sample in question. Service actions were completed, however insufficient performance testing was completed pre-service to reach a definitive conclusion regarding instrument performance at the time of the event. The patient sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, an instrument issue, a reagent issue, or pre-analytical sample processing cannot be ruled out as potential contributing factors. The root cause of this event is unknown.